Event description:
The pt of dr. Enrolled in clinical study. On 12/18/2007, dr. Reported to lifecell, as follows: in 2007, his pt underwent unilateral (left) mastectomy with immediate breast reconstruction with ltm; recovery included episodic inflation to expander; six days earlier(pod 49 placement of ltm), the pt presented to ER with infection of left breast, with fever and elevated wbc (30.9c/mm). Admitted to hospital for antibiotic therapy (zosyn and vancomycin). Discharged, four days later on oral antibiotics (augmentin and cipro). The pt was supposed to see dr. In 2008, but the pt cancelled and rescheduled her appointment, since the pt was hospitalized for complications of her chemotherapy ("racing heart"). The pt is returning to see dr. The next ten days. The device was kept in place.

Manufacturer narrative:
Review of the device history record for ltm lot g0014. Query of lifecell complaint system for any other complaints against the devices distributed from lot g0014. Results: review of the device history record for ltm lot g0014 revealed no deviations that would have an impact on processing steps associated with risk of infection to the pt. To date, of the 19 devices released for distribution from lot g0014, 8 devices were shipped to clinical sites, including 5 devices that were returned to lifecell as expired. To date, there were no issues or other complaints have been reported to lifecell for ltm g0014. Conclusion: the device operated according to specification. Risk assessment: failure mode effects and criticality analysis (fmeca) was performed for the ltm product during the development phase in accordance with lifecell procedures. Current versions of both the design and process fmeca (rev. 1.3 for both) were evaluated. Results of the eval indicate that several processing steps were implemented to mitigate the risk of infection to the pt. These included, but are not limited to, bioburden reduction steps, terminal sterilization, and sterile barrier packaging. These processes have been validated as per applicable industry standards, providing a high degree of assurance that product requirements are consistently satisfied. Upon review of the batch (device history) record for ltm lot g0014, there were no deviations that would have an impact on processing steps associated with risk of infection to the pt. Therefore, no further action is required.